Event description:
It was reported that during a tlif procedure, the peek implant would not stay on the inserter while the surgeon tried to hammer in the cage. There were no patient complications.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Examination found that the inserter interface hole displays plastic deformation consistent with the use of excessive force.